Event description:
It was reported that an unspecified system error (se) alarm occurred on the homechoice (hc) device during peritoneal dialysis therapy. The technical service representative (tsr) explained the alarm to the registered nurse (rn) and arranged the swapping of the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available for evaluation but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log verified the reported event as a system error 2265 but there were no keystrokes, programming, or use related events that could have caused or contributed to the reported event. A device history record review was performed and indicated that manufacture of the device is not related to the event. A review of the service history revealed that previous servicing of the device was not related to the reported event. The results of the sample analysis through visual inspection and functional testing revealed no non-conforming product that could have caused or contributed to the reported problem. A one hour therapy was successfully performed. Sample analysis did not verify or duplicate the reported event. Upon conclusion of the investigation, the cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.